Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had a low vacuum alarm. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Changed from: updated fields: b4, d1, d4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit, and found the compressor was not generating vacuum. The fse opened the compressor and vacuum head, and found the vacuum diaphragm mounting screw was broken. The fse replaced the screw which rectified the fault. All functional testing was done, and the unit was tested for 3 hours and found working satisfactory. The unit was then handed over to the customer in good working condition.